Event description:
During testing, it was found that the device intermittently fails to power up.

Manufacturer narrative:
(B)(4). During testing, it was found that the device intermittently fails to power up. There was no pt involvement. The device was evaluated by a philips field svc engineer. The symptom was verified. Replacing the selector (therapy switch/energy select switch) resolved the issue.